Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("removal") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2021, 5233 days after essure insertion, she experienced metal poisoning ("heavy metal poisoning") and underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced post procedural infection ("streptococal infection during the procedure"), headache ("headaches"), cognitive disorder ("cognitive impairment") and pain in extremity ("pain in the limbs"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for metal poisoning, headache, cognitive disorder and pain in extremity were unknown. No causality assessment was received for essure with regard to headache, metal poisoning, cognitive disorder, pain in extremity, post procedural infection or medical device removal. The reporter commented: removal at clinic in late (B)(6) 2021, with a streptococcal infection during the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 12-sep-2022. The most recent information was received on 16-sep-2022. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required) and experienced metal poisoning ("heavy metal poisoning"), 14 years 3 months after insertion of essure. On an unknown date, the patient experienced post procedural infection ("streptococal infection during the procedure"), headache ("headaches"), cognitive disorder ("cognitive impairment") and pain in extremity ("pain in the limbs"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the metal poisoning, headache, cognitive disorder and pain in extremity outcome was unknown. The reporter provided no causality assessment for cognitive disorder, headache, medical device removal, metal poisoning, pain in extremity and post procedural infection with essure. The reporter commented: removal at clinic n. In late (B)(6) 2021, with a streptococcal infection during the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-sep-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.